Event description:
The customer reported to olympus the evis exera iii video system center displayed a communication error (b30). The device was switched out and the procedure was completed with no further sequalae. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, the reported issue (b30 error) was unable to be duplicated. Though, the connector socket is worn, and high function cannot be used properly, which could cause scope communication errors b30 and e216. In addition, cosmetic normal wear and tear to the housing was identified, and the lamp has been used for 100 hours. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the b30 error be duplicated/reproduced. Olympus will continue to monitor field performance for this device.